Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2018-01154 [volume discrepancy, catheter kink] was previously reported. Additional information regarding that event will now be reported under manufacturing #3004209178-2017-26718 [catheter kink]. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 0.8798 mcg/day), bupivacaine (10.0 mg/ml at 4.399 mg/day), and compounded baclofen (100.0 mcg/ml at 43.99 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient experienced withdrawal symptoms, including worsening anxiety and increased pain on 2017 (B)(6). The clinical diagnosis was it opioid withdrawal and decreased therapeutic relief. The device diagnosis was catheter kink. The device was interrogated and a volume discrepancy was noted in which the estimated reservoir volume was 9.7 ml and the actual reservoir volume was 16.8 ml. The hcp attempted to aspirate the catheter was but unable to aspirate the medication from the catheter. It was noted the volume discrepancy and unable to aspirate the catheter were indicative of a catheter kink. Surgical observation was performed on 2017 (B)(6) and a catheter kink at the 2 o'clock suture loop was noted. It was indicated the event was related to the device or therapy. On 2017 (B)(6), the catheter was spliced and the pump segment was replaced. The issue resolved without sequelae on 2017 (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The cause of the inability to aspirate the catheter and the volume discrepancy was noted to be due to the catheter kink. The patient's weight was (B)(6) pounds. Additional information received from a healthcare provider via a clinical study reported the drugs the patient was receiving at the time of the event was dilaudid (2.0 mg/ml at 0.8802 mg/day), bupivacaine (10.0 mg/ml at 4.401 mg/day) and compounded baclofen (100.0 mcg/ml at 44.01 mcg/day. Additional information receive from business partner on 2018 (B)(6) indicated the patient's medical history included non-malignant pain, implantation of a synchromed ii pump and indura intrathecal catheter on 2005 (B)(6) (model # 8637-40, 8709), implantation of a synchromed ii pump and indura intrathecal catheter on 2012 (B)(6) (model # 8637-40, 8709), implantation of a synchromed ii pump on 2017 (B)(6) (model # 8637-40, 8709), and a personal therapy manager (ptm) (model # 8835). Concomitant product was noted as hydrocodone. It was learned on 2017 (B)(6) the patient's treatment included baclofen with a maximum dose of 79.27mcg/day, bupivacaine with a maximum dose of 7.927mg/day and dilaudid with a maximum dose of 1.5853mg/day. The patient was receiving bolus doses of baclofen 18.69mcg, dilaudid 0.3738mg, and bupivacaine 1.869mg with a maximum of 8 patient activated (pa) boluses per day. On 2017 (B)(6) there was no change in intrathecal medication, and on 2017 (B)(6) the patient's treatment remained the same per pump logs. It was noted that since there was a volume discrepancy it indicated an issue with the catheter. On 2018 (B)(6) a device diagnosis of a catheter kink and a clinical diagnosis of decreased therapeutic relief were noted. The etiology indicated related to lumbar/pump portion of the catheter. It was noted that in (B)(6) 2018 a catheter kink was repaired. It was noted that the event was likely not related to baclofen therapy. The cause of the catheter kink/kinked catheter had not been determined. No further symptoms were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (2.0 mg/ml at 0.8798 mg/day), bupivacaine (10.0 mg/ml at 4.399 mg/day) and unknown baclofen (100.0 mcg/ml at 43.99 mcg/day) via an implantable pump. The patient experienced decreased therapeutic relief and the cause of the catheter kink was not determined. The patient's baseline weight was (B)(6) lbs. It was noted the event date was (B)(6) 2017 and resolved on (B)(6) 2017.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 rp (hcp, rep): information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported there was a catheter kink/kink in the catheter. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.